Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/30/2018 that on (B)(6) 2018, a loss of connection occurred. No additional patient or event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The complaint device was returned on 06/14/2018 for evaluation. The receiver will boot and charge. Performed share log download and review and no issues were found. Performed receiver functional test and unit passed all relevant testing. Performed pairing test and passed. Performed share log review and no data was found. Customer's complaint (loss of connection) could not confirm on the incident day because the rx unit and tx unit were not in a sensor session and\or paired. The reported event of a loss of connection was not confirmed. The probable cause could not be determined